Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va05w0q, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and stimulation was not ¿working properly.¿ the patient had no stimulation sensation and had a loss of bladder control. The patient stated that he walked through a metal detector and noticed on (B)(6) 2013 that his stimulation was not working properly. The patient only felt stimulation at night when lying down. The patient also felt it ¿sometimes¿ during the day when he was reclined. The patient stated that his stimulation used to come on ¿every thirty seconds or so and then shut off.¿ the patient did not ¿really feel much of this anymore.¿ the patient tried increasing stimulation ¿one tenth of a point¿ and stimulation was ¿much too strong.¿ the patient tried looking at the ¿books¿ but was confused on what to do next. Troubleshooting revealed that the patient¿s device was off and he stated that he had been ¿pushing buttons so may have done this recently.¿ the patient had not spoken with his health care provider (hcp) about the issue. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had the diamond with the question mark on their programmer screen.